Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: sterile part:04.005.520s. Sterile lot no:194l469. Release to warehouse date:15 jun, 2023. Expiry date:01 jun, 2033. Manufacturing site: werk selzach. Supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.520. Lot number: 6303p13. Manufacturing site: mezzovico. Release to warehouse date: 31 may 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the orif surgery for trochanteric femoral fracture with the locking screw (stardrive). The medullary canal diameter was 8.2mm at the preoperative planning, so the surgeon did the medullary reaming with 10mm diameter and inserted the nail (9mm diameter). At the time of distal locking, measurement was 24mm, but the screw which the surgeon consigned was 30mm. The surgeon cut the tip of screw off about 4mm with the wire cutter, because the 30mm screw was too long and there was danger with inserting it. The fragment that had been cut was checked and discarded by the surgeon and the nurse. The length of the nail had been acceptable by the cutting, fixation was no problem as well, so the surgery was completed successfully within a 30 minute delay. There was no patient consequence.